Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received high blood glucose level alert so they delivered twice the amount of bolus and experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the low blood glucose incident. It was unknown that auto mode feature was active or not at the time of event. Customer declined to troubleshoot for low blood glucose. Customer was back to normal blood glucose. The insulin pump will not be returned for analysis.